Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their front tooth broke while using the aligners. They had woken up in the morning and found the broken tooth. The patient's dentist repaired the tooth and told the patient to stop use of the aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.